Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, other complications, early glenoid failure treated with staged revision, device failure.